Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had double vision with shaky visual during set up / inspection for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, g1, g3, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: loose outer tube and loose light guide adapter on connector, dented, and scratched outer tube, fiber breakage, dirt in objective lens and poor light transmission. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the customer allegation was caused due to a loose outer tube, as well as fiber breakage, dents on edge of frame, dirt in objective lens, loose, dented, and scratched outer tube, loose lg adapter on connector that's also cracked, and poor light transmission. Related to new reportable findings the cause for dirt in objective lens could not be established and for the rest of new reportable findings the cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.